Manufacturer narrative:
After further investigation, no clear root cause could be determined. Possible causes may either be the rinse mechanism not functioning properly on the number 2 and number 6 nozzles, or the cause may be related to mis-sampling as a result of sample build up on the outer sample probe. The customer has not had phosphorus issues since the fsr replaced the rinse mechanism tubing. It is unknown whether patients were affected by the event.

Event description:
The customer received erroneous results for nine patient samples tested for phosphorus. All initial sample results were reported outside of the laboratory. The samples were repeated as part of a cross check that the laboratory performs. The repeat results were considered to be correct. Sample one initially resulted as 6.0 mg/dl and repeated as 2.9 mg/dl. Sample two initially resulted as 7.3 mg/dl and repeated as 2.9 mg/dl. Sample three initially resulted as 12.1 mg/dl and repeated as 2.9 mg/dl. Sample four initially resulted as 8.4 mg/dl and repeated as 3.2 mg/dl. Sample five initially resulted as 5.1 mg/dl and repeated as 2.0 mg/dl. Sample six initially resulted as 5.5 mg/dl and repeated as 3.2 mg/dl. Sample seven initially resulted as 6.0 mg/dl and repeated as 3.7 mg/dl. Sample eight initially resulted as 5.1 mg/dl and repeated as 3.6 mg/dl. Sample nine initially resulted as 7.4 mg/dl and repeated as 2.7 mg/dl. It is unknown if any of the patients were adversely affected by the event. The phosphorus reagent lot and expiration date was not provided by the customer. The field service representative determined that the rinse mechanism was not rinsing cells properly on the number 2 and number 6 nozzles. He replaced the tubing on rinse mechanism nozzles number 2 and number 6. He verified dispense of the rinse mechanism. The customer ran quality control and all results were within the customer's acceptable ranges.